Event description:
On (B)(6) 2015, customer's aviva nano meter 400 mg/dl, professional aviva nano 97 mg/dl within 1 minute. On (B)(6) 2015, customer's aviva nano meter 471 mg/dl and professional aviva nano 48 mg/dl within 1 minute. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Medwatch with (B)(6) is customer's aviva nano system, medwatch with (B)(6) is physician's aviva nano system. Strips not available for return.